Event description:
The ge oec 8800 fluoroscopy system has vertical lift column failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective ps3 power supply. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.